Manufacturer narrative:
The device, intended to be used in treatment, has been returned and evaluated. A visual inspection reported no visual defects. The functional evaluation confirmed that the device could not generate and maintain negative pressure, establishing a relationship with the event reported. The root cause has been identified as a defective vacuum motor. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the vacuum motor was found defective and leaking therefore the device was not able to generate and control negative pressure. No case involved.